Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 8282548. Customer states that the hub was detached with the shield. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when removing the shield. A review of the device history record was completed for batch# 8282548. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin syringe hub was detached. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the hub was detached with the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe hub was detached. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the hub was detached with the shield.